Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown distal head, unknown; unknown, unknown proximal body, unknown; unknown, unknown liner, unknown; unknown, unknown cup, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01222 0001825034 - 2018 - 01224. Product location unknown.

Event description:
It was reported that the patient had a revision procedure due to infection; all components were removed and replaced with spacer molds. Attempts have been made and additional information on the reported event is unavailable.